Event description:
It was reported by the customer that a pyxis medstation es system had a remote manager failure. The customer reported that the malfunction occurred when the user was trying to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to alignment issue. A field service engineer adjusted the remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.